Event description:
The customer stated an axsym analyzer generated falsely elevated troponin-I results for one patient. The patient's initial sample generated a troponin-I result of 0.18 ng/ml. The patient's second sample generated a troponin-I result of <0.02 ng/ml. The patient's third sample generated a troponin-I result of <0.02 ng/ml. The patient's fourth sample generated a troponin-I result of 0.07 ng/ml. The customer's normal range is 0 - 0.04 ng/ml, and the physician questioned the discrepant results. The customer reran all samples. The first, second and third specimens generated repeat troponin-I results of <0.02 ng/ml, and the fourth sample generated an error. The customer believes the discrepancy to be sample specific. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, file kit testing, a search for similar complaints, and a review of labeling. The customer stated the patient sample appeared lipemic. Axsym troponin-I adv reagent file kit lot 87038m600 (lot 87038m602 is the sublot of 87038m600 and both lots contain the same expiration dating and reagent lot numbers contributing to product performance) was calibrated on three in-house axsym analyzers. Calibration and controls were run, and validity and acceptance criteria were met. Tracking and trending did not identify any adverse trend. Labeling was reviewed and found to be adequate, and the customer was advised regarding erroneous results due to inadequate centrifugation. Based on the investigation, axsym troponin-I adv lot 87038m602 is performing as intended and no additional product issues were identified.